Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause is unknown.

Event description:
It was reported that during an attempt to implant the third coil in the aneurysm, a portion of the coil extended out from the aneurysm. Several attempts were made with a balloon to assist in coil placement; however, the coil stretched. The coil was unable to be removed with a snare device; therefore, a stent was placed at the neck of the aneurysm and another stent was used to affix the coil to the vessel wall. There was no reported patient injury or health damage.